Event description:
Re-implantation surgery was performed due to a lead dislodgement. It was decided to replace it with a new lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.